Manufacturer narrative:
It was reported from the clinical database that the patient was admitted to the hospital for gastrointestinal bleed (gib). The onset date was (B)(6) 2016 and the resolution date was (B)(6) 2016. No further information has been provided. No further patient complications have been reported as a result of this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient was admitted to the hospital for gastrointestinal bleed (gib). The onset date was (B)(6) 2016 and the resolution date was (B)(6) 2016. No further information has been provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon presentation to the emergency room the patient had continuous rectal bleeding and there were bright trace amounts of light red blood in the stools. It was thought that the source of bleeding was likely due to colonic avm. There was very easy bleeding. The patient was also thought to have platelet dysfunction in addition to anticoagulation. The patient received a total of two blood transfusions throughout admission.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient presented to the emergency room with black tarry stools. Coumadin and aspirin were placed on hold. Upper endoscopy (egd) was conducted on (B)(6) 2016, and colonoscopy on (B)(6) 2016 revealed colonic arteriovenous malformation (avm). The patient was continued on proton pump inhibitors for 72 hours. Coumadin and aspirin were resumed on (B)(6) 2016. The patient is enrolled in the hvad destination therapy trial improved trial.